Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed infection and was hospitalized. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. This report is being submitted to correct the additional MFR narrative field (h11) in section h, device manufacturers only. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description:linear st lead kit 70 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 29825228. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient developed infection and was hospitalized. No further information could be obtained.